Manufacturer narrative:
(B)(4). Concomitant medical products: 0100634058- zimmer mmcâ¿¢, cup, uncemented, 58 mm/50 mm, code p- 2519529. 0100185146- metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20- 2482725. 0100181480- metasulâ® ldhâ®, head, 48, code n, taper 18/20- 2437780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 10 years post implantation due to pain and elevated metal ions. During the procedure metallosis, pseudotumor, bone erosion, scar tissue, soft tissue damage and trunnionosis was encountered. The head was exchanged without complications. The stem and acetabular components remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.